Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the foot control pedals were sticking making the unit to continuously run . No case reported; therefore, there was no patient involvement.

Event description:
It was reported that the foot control pedals were sticking making the unit to continuously run. No case reported; therefore, there was no patient involvement. According to results of investigation it was found a damaged cable connector.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection observed a rusted base and chassis, the setting switch is missing, and the cable connector is heavily damaged and cannot be used. A functional evaluation revealed the unit cannot be tested due to the damaged cable connector but the pedals do not lack spring motion and return to a non depressed state when pressed. The complaint of sticking was not confirmed. The complaint of a damaged connector was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.